Event description:
It was reported a patient's pacemaker presented atrial under sensing. The patient had a presenting rhythm in atrial tachycardia, which was not detected and not appropriately mode switching so programming changes were made. The patient was later cardioverted to break the atrial tachycardia. The patient was stable.

Manufacturer narrative:
Correction: h6